Manufacturer narrative:
(B)(4). PMA/510(k) the rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the two complaint rt021 catheter mounts were returned to fph in (B)(4) and were visually inspected. Results: visual inspection revealed that the tubing at the swivel end was split for both complaint devices. Conclusion: we were unable to determine what may have caused the damage observed on the returned rt021 catheter mounts. All rt021 catheter mounts are pressure tested following the manufacturing process, and those that fail are rejected. The subject catheter mounts would have met the required specification at the time of production. Moreover, the hospital reported that the catheter mounts were found cracked during use, which suggests that the damage occurred after they were released for distribution. The user instructions that accompany the rt021 catheter mount state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt021 catheter mounts were found cracked during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mounts are en route to fisher & paykel healthcare in (B)(4) for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt021 catheter mounts were found cracked during use. No patient consequence was reported as a result of this incident.